Event description:
Facility states the unit is not working, the actuator is making a noise that clicking but the arm will not move. Facility states they have tried different handsets and unit will still not work.